Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: could you please provide the lot number? No further information is available. How was the procedure completed? No further information is available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Events reported via: 2210968-2021-07594.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle during suturing. It was not a control release needle. There were no patient consequences reported. Additional information was requested.